Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Started reaming just fine and trigger got stuck, I freed it to make it stop and changed the reamer out and reset cutter and no power. Tried resetting it again and no power. Switched mics and finished reaming. Case type: tha. Did the handpiece continue to run while outside of the haptic boundary? Yes/no. As per the mps: yes. I had to hit the free button in order to shut off power.

Manufacturer narrative:
Reported event: it was reported that "started reaming just fine and trigger got stuck, I freed it to make it stop and changed the reamer out and reset cutter and no power. Tried resetting it again and no power. Switched mics and finished reaming. Yes [the handpiece continued to run while outside of the haptic boundary] I had to hit the free button in order to shut off power." The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Device history review: review of the device history records indicates 25 device(s) in pro-dex lot k0ba3 were manufactured and accepted into final stock on 14jun2018 with no reported discrepancies. Complaint history review: not performed as no lot # was reported. Conclusions: the exact cause of the event could not be determined because the product was not received. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode.

Event description:
Started reaming just fine and trigger got stuck, I freed it to make it stop and changed the reamer out and reset cutter and no power. Tried resetting it again and no power. Switched mics and finished reaming. Case type: tha did the handpiece continue to run while outside of the haptic boundary? Yes/no. As per the mps: yes. I had to hit the free button in order to shut off power.